Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on 03/27/2015. Customer's blood glucose was 600 mg/dl at the time of admission. The customer reported insulin was leaking from their reservoir, leading to inadequate insulin delivery. Customer reported experiencing dehydration, shortness of breath and dry mouth from their blood glucose. Customer stated they have attempted to treat their blood glucose with a bolus and manual injections. The customer was treated with an IV drip of insulin and fluids at the hospital. Troubleshooting did not find any air bubbles in the customer's tubing. Customer reported insulin was leaking from the top portion of the infusion set cap. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.